Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon device was used in the colon during a colonic stent placement procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the device experienced resistance inside the scope channel. The device was removed, and upon inspection, it was noticed that the distal tip of the device including the balloon broke off inside the working channel of the scope. The scope together with the detached component was then removed from the patient, and a cleaning brush was used to push the detached tip out of the scope. The procedure was completed with another extractor pro rx retrieval balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.